Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model: ed34-i10t2-us is available in the USA with a 510k number: k192245. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the operation channel (primary) buckled, the lcb distal cover glass dirty, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and or the risk analysis results, it was evaluated to submit MDR.